Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain') and genital haemorrhage ('gen abnormal bleed') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury"), alopecia ("hair loss"), nausea ("nausea"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (ablation and salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, back pain, alopecia, nausea, migraine and headache had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, migraine, nausea, pelvic pain and psychological trauma to be related to essure. The reporter commented: plaintiff received treatment for menorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, gen. Abnormal. Bleed and ablation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received: event injury nos was updated dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain/chronic pain, abdominal pain, back pain, gen. Abnormal. Bleed, psych injury, hair loss, nausea, migraines, headaches, she did not undergo essure confirmation test, reporter (consumer) information updated, new reporter added, patient date of birth, age group added, essure indication updated, product stop date added and reporter causality comment added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.